Manufacturer narrative:
The reagent lot number was requested but not provided. Reagent issues were excluded as no further cases were reported and a correct rerun was performed with the same reagent. The field service engineer inspected the module and cleaned and decontaminated its parts. He replaced and readjusted the sample probe. He verified the module was again performing according to specifications. The investigation determined the event was due to a preanalytic issue at the customer site (the sample probe may have been blocked by gel or micro clots from insufficiently prepared samples). Preanalytics are within the customer's responsibility. There was no indication of a device malfunction. The customer did not report any other issues after service. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with crp4 on a cobas 6000 c 501 module. The sample initially resulted in a c-reactive protein value of 0.04 mg/dl, accompanied by a data flag. The sample was repeated on the same day, resulting in a value of 3.53 mg/dl. No questionable results were reported outside of the laboratory.